Event description:
It was reported that a patient presented with inappropriate shock noted due to incorrect interpretation of signal seen on the implantable cardioverter defibrillator. Programming changes were recommended. No adverse patient consequences were reported.